Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for eval. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that an outside facility implanted a filter in a pt about a month before. The pt did not know the reason it was implanted, but said it was implanted at another hospital. It was reported that a pt had presented to the ER with complaints of a cold right foot, so a CT scan was performed to rule out vascular disease. It was discovered incidentally when the pt had a CT scan, that a vena cava filter was implanted infrarenally. It was noted there was a very slight tilt and one of the legs had perforated into the aorta and was embedded in the tissue. No extravasation was noted. The filter was removed the next day through the right jugular. No injury to the pt was reported.